Event description:
It was reported the patient is deceased and died approximately two months post implant of the implantable cardioverter defibrillator (ICD). It was further reported the patient experienced an increase in shortness of breath prior to death. The cause of death is unknown. The patient was a participant in the (B)(6) clinical study. No additional information is available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 4470 competitor implantable pacing lead, implanted: (B)(6) 2013; 0181 competitor implantable tachy lead implanted: (B)(6) 2013. (B)(4).